Event description:
Patient placed on vent (device # redacted). Patient was initially not getting volumes. The volumes improved, however, vent kept alarming oxygen failure or low oxygen despite being plugged into wall oxygen outlet. A tank and two oxygen connections were used but it appears oxygen source is not issue as alarm continued.